Event description:
The patient's mother stated that the patient had low blood glucose levels. She reported a reading of 36 mg/dl that was treated at the patient's school with juice and candy. The pump was suspended after the patient continued to have low bg levels. The reporter alleges there were four bolus events that were not programmed by a user. The pump is usually locked to button presses, but the patient knows how to unlock it. The pt is autistic.

Manufacturer narrative:
The pump was returned to animas. Eval demonstrated that the pump was functioning within specifications and delivered insulin accurately. The complaint that the pump delivered bolus doses without user intervention could not be confirmed or duplicated. The pump was exercised with no evidence of any errors, alarms, or inadvertent bolus doses were observed.